Event description:
It was reported that the customer obtained 9 false positive vibrio results on the bd max¿ system, bd max¿ instrument: 8 on the b-side, and 1 on the a-side. Testing done before and after had no contamination nor strong false positive vibrio curves. There was no indication that results were reported, and there was no report of patient impact. The following information was provided by the initial reporter: "customer has during 24/6-18/8 had 9 false pos vibrio results (reference method culture negative). 8 false pos atypical vibrio curves on b-side, 1 false pos atypical vibrio curve on a-side. No contamination and no strong pos vibrio in same runs or in runs before. Customer do check pos curves."

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had a "false positive" result. Customer reported receiving false positive results on vibrio. Log file and database was reviewed by quality and it is noted that the raw data curve was not sinusoidal and that the curve shows drastic drops and raises across lanes on b side. This issue allude to potential fill issues, but did not specify a particular pump. Field service was dispatched. Field service replaced the gort board and performed qualification run with passing results. On follow-up visits, field service performed an alignment and pressure check of the instrument and renormalization. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2013, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the failure mode reported. Log file and database was received by quality and review of the sample shows that the instrument experience fill issue by the behavior of the bottom rox channel raw curve. The curves was not trending to a particular pump, but was trending to a particular side. Recommendation was made to realign and check pressure setting. Root cause cannot be determined with the information provided. Complaint is confirmed by log file and database review from quality. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the customer obtained 9 false positive vibrio results on the bd max¿ system, bd max¿ instrument: 8 on the b-side, and 1 on the a-side. Testing done before and after had no contamination nor strong false positive vibrio curves. There was no indication that results were reported, and there was no report of patient impact. The following information was provided by the initial reporter: "customer has during 24/6-18/8 had 9 false pos vibrio results (reference method culture negative). 8 false pos atypical vibrio curves on b-side, 1 false pos atypical vibrio curve on a-side. No contamination and no strong pos vibrio in same runs or in runs before. Customer do check pos curves."